Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device, intended for use in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device noted burnt contacts in the connector. Functional evaluation revealed that there was flickering video output when the connector is moved. The complaint has been confirmed. The instructions for use, provided with the device, contain the following warnings and precautionary measures related to proper use of the device, including but not limited to: the product must be cleaned and sterilized before every subsequent use; improperly cleaned contacts will result in burnt contacts and interference in the video output. The device has been in service for over five years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the cable of the camera head had problem (poor electrical contact). No case involved. Therefore, there was no patient involved. Results of investigation have concluded that the device had flickering video output and this is a reportable event all available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.